Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow up, the device exhibited signs of premature battery depletion. Upon review, it appeared that the battery calculations are calculated differently at different points in the life cycle. No intervention was performed and the device remains implanted. The patient was stable and unaffected and will continue to be monitored.